Manufacturer narrative:
Device not returned. Sites leads and team could not conclude what the black marks were. A follow up email was sent to the hcp.

Event description:
User reported black marks around the edges of mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.